Event description:
It was reported that this right ventricular (RV) lead exhibited high out of range pace impedance measurements, greater than 3000 ohms. Additionally, this RV lead exhibited high out of range shock impedance measurements, greater than 200 ohms. Technical Services (TS) confirmed noise was observed in the RV lead. TS recommended further evaluation. Due to the suddenly pace and shock impedance measurements, this lead was deactivated. No additional adverse patient effects were reported. This lead remains implanted.Additional information was received indicating that oversensing was noted. As well, noisy signals were detected in the (RV) lead. As of today, the cause of the rise in impedance pace measurements has not been determined. No additional adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED HIGH OUT OF RANGE PACE IMPEDANCE MEASUREMENTS, GREATER THAN 3000 OHMS. ADDITIONALLY, THIS RV LEAD EXHIBITED HIGH OUT OF RANGE SHOCK IMPEDANCE MEASUREMENTS, GREATER THAN 200 OHMS. TECHNICAL SERVICES (TS) CONFIRMED NOISE WAS OBSERVED IN THE RV LEAD. TS RECOMMENDED FURTHER EVALUATION. DUE TO THE SUDDENLY PACE AND SHOCK IMPEDANCE MEASUREMENTS, THIS LEAD WAS DEACTIVATED. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. THIS LEAD REMAINS IMPLANTED.

Manufacturer narrative:
Device Technical Analysis: This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted. Device History Record Review: A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Investigation Conclusion: Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.